Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged seeing leaking water from device and having difficulty breathing. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging seeing leaking water from device and having difficulty breathing related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on apr 12, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of experiencing difficulty brathing that are related bipap device's sound abatement foam. Patient also stated that the device leaks all over. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacture observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower box upper cap, blower, blower box, blower outlet seal, p4 power connector. The device is missing the accessory module flip door. Liquid ingress was observed on the blower and blower box. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found np error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust-like contamination and unable to address the patient's symptoms. Sections d8, d9, h2, h3 and h6 has been updated in this report.